Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, frozen readings was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed all relevant tests. A review of the share logs was performed and a frozen reading was not found within the investigation window. The allegation was not confirmed. The probable cause is transmitter timer not advancing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The probable cause could not be determined.